Manufacturer narrative:
Due diligence was executed for this event. The device is not being returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the device did not yield an image on the monitor nor had a printer image. The issue was resolved with troubleshooting by harmonizing the input and output menu selections on the device and the monitor and printer. The aspect ratio of the device was changed from 16:10 to 16:9. The customer image issues were then resolved. There is no reported harm to any patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer had no further information to provide for this event, including when the event occurred.

Manufacturer narrative:
The device is not being returned since there was no device malfunction and issue was resolved with troubleshooting. Evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Repair history is not available for this device. The issue of no image was caused by user¿s setting error; the subject device had no abnormalities. Image was displayed after changing the setting.